Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (100 mcg/ml at 25 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated they had never received effective therapy since their pump was implanted. Medications that had been in the pump included morphine, fentanyl, and currently hydromorphone. There were no external factors involved. An interrogation showed the pump logs were all within normal limits. The different pump medications had not been successful. Active usage of the personal therapy manager (ptm) had not been successful. A catheter dye study on (B)(6) 2022 indicated the catheter was patent and intact. An inflammatory mass was ruled out. The healthcare provider (hcp) felt that moving the tip of the catheter to a different location may address the issue. They made a spinal incision and relocated the catheter tip from top of t2 caudal to t10. It was unknown if the event was resolved. Medications the patient was taking at the time of the event included doxazosin, plavix, eliquis, crestor, and proscar. The patient had a medical history of benign prostatic hyperplasia, failed back surgery, coronary arterial bypass graft, pulmonary obstructive p ulmonary disease, and being a cigarette smoker.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 25-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via company representative (rep) noting the placement of the catheter was a clinical preference made by the physician at time of surgery. The suboptimal relief resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.